Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), autoimmune disorder ("autoimmune like symptoms") and pain ("severe pain throughout body"). The patient was treated with surgery (tah, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, urinary tract disorder, allergy to metals, autoimmune disorder and pain outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, pain, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: successful bilateral essure tubal occlusion devices. No abnormality identified. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), autoimmune disorder ("autoimmune like symptoms") and pain ("severe pain throughout body"). The patient was treated with surgery (tah, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, urinary tract disorder, allergy to metals, autoimmune disorder and pain outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, pain, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: successful bilateral essure tubal occlusion devices. No abnormality identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of ptc.intervention required for event pelvic pain was ticked because surgery for essure removal was reported in previous version. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 602744-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), autoimmune disorder ("autoimmune like symptoms") and pain ("severe pain throughout body"). The patient was treated with surgery (tah, bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, urinary tract disorder, allergy to metals, autoimmune disorder and pain outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, pain, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: successful bilateral essure tubal occlusion devices. No abnormality identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2020: ¿update of information (batch is not valid)¿. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 602744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), autoimmune disorder ("autoimmune like symptoms") and pain ("severe pain throughout body"). The patient was treated with surgery (tah, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, urinary tract disorder, allergy to metals, autoimmune disorder and pain outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, pain, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: successful bilateral essure tubal occlusion devices. No abnormality identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received. Lot number added. Date of insertion updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.